Event description:
The clinician attempted to attach a mittyvac device to the handle, but the suction could not be maintained. Two out of three machines did not work and all 3 machines were from the same lot number 1133087. This did not impact patient care.======================manufacturer response for ob vacuum delivery system, (brand not provided) (per site reporter).======================facts are still missing, but the devices from this lot were pulled from use at the facility.